Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer ran into a table and the pump's touchscreen cracked. Insulin delivery was temporarily stopped. The customer resumed insulin delivery and the pump was functional. The customer was to continue to use the pump for insulin therapy. Blood glucose level was 153 mg/dl.